Event description:
Caller reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts resolved the issue by sending a replacement pump with updated software, provided instructions for putting the current pump into storage mode, and arranged for the problematic pump to be returned using a pre-paid shipping label within 10 days. Customer will continue to use current pump.